Event description:
It was reported that during a lap. Appendectomy, a leakage occurred after changing the instruments. No further information is available. Procedure completed with another product. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.